Event description:
During a follow-up, oversensing episodes were observed on the device. Technical support was contacted and provided reprogramming recommendations. No intervention has been performed. The patient is stable.